Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. Surgical report; implantation report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a cmn femoral nail, ccd 125°, left, 11.5 mm, 36 cm. During the surgery the surgeon noticed that a 38 cm nail was implanted.it was also reported that there was no harm or injury to patient.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: product mix-up. Event summary: it was reported that the customer in japan ordered a cmn femoral nail, with the lenght of 36 cm, during the surgery the surgeon/customer noticed that a 38 cm nail was implanted after already inserted (most likely according x-rays measurement from surgeon). It is assumed by the surgeon that a incorrect lenght (38cm instead of 36cm) was packed. No issues of the patient were reported. Review of received data: the received pictures show that the content of the labels corresponds to a 36cm nail (item# 47-2493-361-11) with the given photos of the x-rays (which were taken from a screen) it is not possible to determine the dimensions of the nail. On the x-rays it is visible that the nail was implanted on the left femur. Due to the anatomical shape of the nail only a "left" nail can be inserted. The original x-ray files for a better analysis could not be obtained from the customer. The sales rep negotiated them to provide the original xray files, but there was a response that it could not be provided because of personal information protection. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it remains implanted. Review of product documentation: internal system review of the manufactured nails at the same day shows following: no left nail with 38cm length and 11.5mm diameter was manufactured at the same day (16.mar.2017). Only nails with diamater 10mm or 13mm were manufactured. A nail with the item# 47-2493-361-11, lot# 2897888 ¿z nail cpm 11.5mm x 36cm 125 l¿ was returned from the warehouse in spain. The nail with the lenght 36cm was checked with a template (schablone) and no deviation could be found. Due to this fact it can be excluded that the whole lot# 2897888 shows a mix-up. During manufacturing process there are several examinations with templates. And also in the wash grid (waschgitter) a nail with a different lenght should be detected. Thus, it can be excluded with high probability that separate nails of a lot have different lengths. Conclusion summary: it was reported that the customer in japan ordered a cmn femoral nail, with the lenght of 36 cm, during the surgery the surgeon/customer noticed that a 38 cm nail was implanted after already inserted (most likely according x-rays measurement from surgeon). It is assumed by the surgeon that a incorrect lenght (38cm instead of 36cm) was packed. A review of the device manufacturing quality records (DHR) indicates that the released components met all requirements to perform as intended. The received photos of the x-rays, which were taken from a screen, do not allow to determine the dimensions of the nail. The original x-ray files could not be obtained from the customer. Due to following investigation results it is very unlikely that a wrong nail was implanted: an internal system review of the manufactured nails at the same day shows that no left nail with 38cm length and 11.5mm diameter was manufactured at the same day (16.mar.2017). And due to the anatomical shape of the nail only a "left" nail can be inserted in a left femur. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).